Manufacturer narrative:
Clinical investigation: a probable causal association exists between the fresenius optiflux 160nre dialyzer and the patient¿s allergic reaction, characterized by dyspnea and pruritus, which resolved after administration of IV benadryl (outpatient). Although rare, it is known that hypersensitivity or anaphylactoid reactions to optiflux dialyzers can occur during hemodialysis (hd) therapy. The patient was subsequently switched to a revaclear dialyzer and reportedly continues hd therapy without further reoccurrence of allergic events. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There were two approved temporary deviation notice (dn) reported on the lot which were unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported that a patient had an allergic reaction to a fresenius dialyzer during their first hemodialysis (hd) treatment. Approximately fifteen (15) minutes into the hemodialysis therapy, the patient began itching, and became flushed and short of breath. The patient was administered 50 mg benadryl via intravenous (IV) route and patient's blood rinsed back and treatment discontinued. The patient recovered shortly after and the doctor advised to reset the patient up with new supplies. Approximately thirty (30) minutes into the initiation of the second attempt at the treatment, the patient began itching and having a reaction again. The patient was administered another 50 mg of benadryl via IV and was able to complete their three hour hd treatment. Per the clinical manager, the patient did have some skin blisters due to the reaction, however, recovered fully in the clinic and was sent home. The clinical manager stated that the patient has been able to continue hd therapy using a revaclear dialyzer without issue or reoccurrence of the reported event. The clinical manager stated that there was no issue against the fresenius dialyzer, just that the patient was allergic to it. Additional patient and treatment information was requested, however, not provided. The complaint device was discarded and is not available to be returned to the manufacturer for physical evaluation.